Event description:
During the procedure for a left ventricle lead placement, a coronary sinus dissection was observed via fluoroscopy after inserting the supreme catheter. The dissection was very small, with no pericardial effusion. The physician paused the procedure for 10 minutes and the dissection reabsorbed itself. The left ventricle lead procedure was then completed successfully with no adverse patient consequences. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.